Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed bad sensor and change sensor. The customer's blood glucose reading was 40 mg/dl at the time of incident. Troubleshooting advised customer to remove and change out sensor and calibration protocol. It was also found that the cannula was bent. Troubleshooting advised customer to troubleshoot but no further details were provided.